Event description:
During an implantation procedure, after placing the subject ICD in the pocket, tests revealed a right ventricular coil impedance above 3000 ohms. It was suspected that the lead was damaged during the ICD replacement. As the hospital did not have an is1-df1 lead, they were unable to implant the subject ICD.

Event description:
During an implantation procedure, after placing the subject ICD in the pocket, tests revealed a right ventricular coil impedance above 3000 ohms. It was suspected that the lead was damaged during the ICD replacement. As the hospital did not have an is1-df1 lead, they were unable to implant the subject ICD.